Event description:
Customer reported an issue with the spectrum monitor which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replace the spo2 board and the navigator knob. Performed all functional and safety tests.